Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The solution bag was unable to be disconnected from the transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for five days and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.